Event description:
Reporter stated that patient obtained blood glucose results of 1.6 mmol/l and 5.0 mmol/l, within 5 minutes, while testing on the compact plus system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Event description:
It was reported that the right lead of the deep brain stimulator was fractured about 16 mm above the end of the extension/lead connection; just below the ear. The patient was receiving therapy up until some point, when he stopped getting all benefit and the impedances all read greater than 2000 and less than 7, indicating an open circuit. The patient was scheduled for an x-ray. X-ray showed the break above the extension/lead connector that was below the right ear. It was noted that the lead was a little bit lower than it was supposed to be. The lead was removed and replaced with a new lead. No patient outcome was reported.

Manufacturer narrative:
The event occurred in the (B) (6).